Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate adapters were leaking from an unspecified location. This issue was identified after setup for reconstitution calcium gluconate in normal saline prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufacture date: september 19, 2022 - september 20, 2022. H10: the device was received for evaluation attached to a vial and a solution bag. The device was in the deactivated position. A visual inspection was performed and no defects were observed on the return sample; however, solution was found in the receiving bag, due to the device not being fully activated. The returned sample was functionally tested using a new IV (intravenous) bag. The device was properly activated and pressure was applied to the IV bag resulting in proper reconstitution between the vial and solution. No leaks were detected during the functional testing.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.